Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she had a no delivery alarm on the insulin pump. Customer reported that the alarm was resolved by a complete set change. Customer was advised to do a complete set change as soon as possible. Customer would like to return the reservoir for analysis. Customer was advised that the pump appears to be functioning as designed. Customer stated that she places pre-filled reservoirs in the refrigerator. Customer was explained to make sure the insulin is at room temperature before placing into the pump.